Event description:
It was reported that during a rotational atherectomy procedure, sheath damage occurred. The physician had completed 2-3 runs with the rotalink plus unit, and then noticed a leak in the burr catheter. A pinhole was noted in the protective sheath that covers the drive shaft and flush was coming out of the catheter. As ablation had already been completed at that point, the procedure was completed with this device. There were no pt complications. Add'l info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).